Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician the instrument required batteries to be replaced. The issue was resolved by replacing the batteries x2. Preventive maintenance was completed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician it was noted that this bio-console instrument's batteries required replacement. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the bio-console was not used for a long time and was not connected to main supply, thus the batteries were not charged. The battery dropped under the threshold voltage and therefore could not be re-charged. Medtronic received additional information that the lot number of the batteries that were replaced was 0012076216. Medtronic received additional information that the reason that the batteries had to be changed was because that the bioconsole was not connected to mains for a long time (several months to years) and therefore batteries could not be charged. The batteries were not defective, only not properly charged for a long time. There will always be a small power consumption when the unit is not powered on. Batteries were last time changed in (B)(6) 2021.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.